Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ can you identify the lot number of the product that was used? ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. ¿ if medication was required, please clarify if it was prescription strength. ¿ what is the procedure date (dd/mm/yyyy)? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hip procedure on an unknown date and barbed suture was used. Post op four to six weeks of hip procedure, the suture is breaking and starting to spit, they thought she was getting to close to the dermis but that is not the case at all. No adverse patient consequences were reported.